Manufacturer narrative:
Investigation results: a visual examination of the complaint device revealed that the that the gauge needle was stuck at 3atm. The syringe assembly was pressurized with sterile water using a sample stopcock, and the gauge needle was able to move. Based on the condition of the returned device, it is possible that the complaint unit got damaged during handling of the device either during shipping, unpacking or preparation. This may have caused the internal mechanism of the gauge to become damaged. Therefore, the most probable root cause is handling damage. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an encore inflation device was used in the esophagus during a gastroscopy procedure performed on (B)(6) 2016. According to the complainant, during preparation, the gauge needle was stuck at 3atm. The procedure was completed with another encore inflation device. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be stable.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was under the age of 18. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that an encore inflation device was used in the esophagus during a gastroscopy procedure performed on (B)(6) 2016. According to the complainant, during preparation, the gauge needle was stuck at 3atm. The procedure was completed with another encore inflation device. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be stable.